Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# unknown implanted: explanted: (B)(6)2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) and patient (con) via a company representative (rep) regarding a patient receiving unknown baclofen (500, 115) via implanted infusion pump. It was reported that the pump's bell connector was defective. The bell had been changed with a revision kit. There was no environmental/external/patient factors that may have led or contributed to the issue that was known. It was further reported that during the pump replacement operation scheduled due to battery exhaustion, malfunction of the connection of the catheter connection with the pump due to csf leakage despite tightness of the connection. Repeated coupling with the same result. The proximal part of the catheter was replaced with the pump after debridement adhesions. It was necessary to prolong the surgery and replace part of the catheter. It was reported that the patient had been implanted at a different hospital and the batch number and expiration of the catheter was unknown. The issue was resolved at time of the report. The patient's weight and medical history were asked, but would not be made available. The patient's status at time of report was alive - no injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that there was a leak at the pump and catheter connection. The explant date of the pump was (B)(6) 2024. The cause of the malfunction of the catheter connection with the pump was not determined. The rep stated that there was a loss of liquid from the connection. The rep stated that they did not have possession of the device. The name of the health care provider was provided.